Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient was unable to a clear the call service 078 alarm. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31 -jul-2019 with the following findings: during investigation, the black box verified cs 078-0008 motor failure on (B)(6)2019. Cs was not cleared by the use and deliveries were not resumed. At the time of investigation, cs 078 motor alarm could not be duplicated due to moisture evaporation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.